Event description:
Physician's assistant reported customer had high and low blood glucose levels that required medical attention. Physician's assistant stated that the customer had a blood glucose reading of 23 mg/dl on the night of (B)(6) and a blood glucose reading of over 400 mg/dl the following morning. The physician's assistant stated that the customer did call the paramedics, however was unable to provide additional information. The current blood glucose reading is 287 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.